Event description:
On (B)(6) 2013 report of explant received from st. Jude medical reason for explant not stated. Investigational letters will be sent to implanting physician/facility and following physician. All pertinent information will be provided as received.